Event description:
It was reported that during the implant procedure, high, out of range pacing lead impedance was observed. No anomalies were found when the lead was tested and intra-cardiac potential was observed. Lead was not used and the procedure was completed using another lead. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.